Event description:
The customer reported being hospitalized due to high blood glucose of 380mg/dl. The customer stated that she felt sick and was vomiting the night before. The customer stated that she thinks the bolus she took for dinner did not absorb into her bloodstream and she was dehydrated overnight. The customer was treated with an insulin drip. The customer stated changing the infusion set several times prior to her admission. Troubleshooting was performed. The customer's most recent glucose reading was 467mg/dl, and she has treated with the insulin pump and manual injections. The programming, time, and date were correct. Ran a fixed prime and the insulin did not exit. Performed a high pressure test and the test passed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.